Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy on atrial arrythmia episode. Technical services (ts) reviewed the stored data and noted three anti-tachycardia pacing (atp) bursts and one 41j shock were delivered episode, where the rhythm was most consistent with atrial fibrillation (af) with rapid ventricular response (rvr), and the shock terminated the arrhythmia. Additionally, ts noted intermittent atrial undersensing. Ts recommended reprogramming recommendations. No adverse patient effects were reported. The ICD remains in service.